Manufacturer narrative:
The user interface (ui) printed circuit board (pcb) was received for analysis. Visual inspection of the ui pcb revealed some small cracks in the housing parts near the screws on the backside were found. No other signs of contamination or damaged were found. The ui pcb was installed in a failure investigation (fi) test ventilator. The reported condition could not be duplicated. The fi test ventilator passed all tests and operated within the manufacturing specifications. The product meets specifications.

Event description:
The customer reported the ventilator does not power up intermittently. The ventilator was not in use on a patient at the time of the event occurred.